Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer confirms that unit alarmed machine pressure sensor autozero failed alarm message on screen during set up, biomed noted code 1108 in event log. It was confirmed that da pcb is seated correctly on pins. It was advised by rse to the customer that to continue with extended run in and powering unit on/off occasionally to try and duplicate event, perform testing and can call back if further troubleshooting is needed. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint reporting that the device had an error code 1108 "machine pressure sensor autozero failed". It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing.